Event description:
As reported to coloplast though not verified, pt was implanted with omnisure mesh. Later the pt experienced continued stress urinary incontinence. An additional mesh implant procedure was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.